Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter passer was broken. It was stated they tried to run the catheter through the aluminum passer but had no luck. The doctor had tried to attach the catheter passer onto the inner plastic sleeve (within the aluminum passer), and as positioning the catheter onto the catheter passer, the small plastic sleeve broke (part that connects the catheter) which meant the shunt catheter could not be connected to the catheter passer. The device was replaced with another one, and the issue was resolved at the time of the report. The patient's medical history was epileptic fits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that there were no outside factors that contributed to the issue.

Manufacturer narrative:
The returned product was not returned with the handle attached. The operator tail was damaged. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components.¿ no anomalies were observed during a review of the device history record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned product was not returned with the handle attached. The obturator tail was damaged. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components.¿ no anomalies were observed during a review of the device history record. If information is provided in the future, a supplemental report will be issued.